Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. It was confirmed that the tactiflex catheter from batch number 10583793 expired on september 30, 2025 which was prior to the reported event date of october 14, 2025. A review of distribution records confirmed that this product was distributed prior to its expiration date. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed, including verification of the expiration date listed on the product label. Based on the information received, the cause of the reported incident could not be conclusively determined. The cause of the use of expired product is consistent with user error.

Event description:
During the cavo-tricuspid isthmus procedure, the ablation catheter was used past its expiration date. The ablation catheter was exchanged and the procedure was completed with no adverse patient consequences.